Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, (B)(6). Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "explant analysis of the biomet magnum/recap metal-on-metal hip joint" which aimed to measure the wear of metal-on-metal bearing surfaces and to examine the relationship between wear volume and revision rates. The study consisted of five (5) patients who underwent total hip arthroplasty revisions and one (1) patient who underwent hip resurfacing arthroplasty revision after a mean time in vivo of 6.7 years. The mean age of the patient was 58.7 years during the primary surgery. Patients were revised between (B)(6) 2012 and (B)(6) 2014 due to hip pain and/or adverse reaction to metal debris (armd). Histological analysis confirmed adverse reaction to metal debris (armd) in five (5) of the six (6) hip joints. Wear was noted on all six (6) the femoral heads and acetabular cups. In all cases, the femoral head wear volume was larger than the wear volume from the acetabular cup. The wear volume of similar revised competitor components was lower than the wear rates for revised biomet total hip components. However, the cumulative percentage probability of revision for biomet recap resurfacing replacement joint is lower than the revision rate in similar competitor systems. In conclusion, wear rates for the six (6) patients in this study were larger than wear related revisions in similar metal-on-metal hips and patients implanted with these systems would benefit from post-operative monitoring.